Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. There was no allegation of patient harm or serious injury. The salesperson visited the site and confirmed the malfunction appeared in the event log. The device was returned to the manufacturer. During evaluation of the device by the manufacturer the ventilator inoperable alarm was confirmed. The main pc board was replaced.